Event description:
It was reported that when doing inflation during pre-test the water abnormally remained in the pilot balloon and had difficulty entering the cuff, and resistance was observed. The same problem seemed to occur during deflation. Additionally, it seemed to be uneven inflation on both sides of cuff. The device is available for investigation. Event occurred during pre-test in taiwan. There were no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
One device was returned for analysis of complaint of inflation and deflation issues. Investigation found deflation rates were observed to be within acceptable ranges, and no additional resistance was noticed during inflation. Asymmetrical inflation was observed. No visible damage or imperfections were identified. Device met acceptance criteria for leak testing asymmetrical inflation. No defects were identified and reported complaint issue could not be reproduced. The defect could not be confirmed or attributed to the manufacturing process. No further action is planned at this time. This file was originally incorrectly filed under registration number mrn (B)(6). The date of that submission was 8-mar-2025.